Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5145451.

Event description:
It was reported that the patients lead had high impedances, causing loss of stimulation. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. All explanted devices were discarded by the medical facility.